Event description:
Review of an article revealed that a pt requested to have the device removed due to lack of efficacy.

Manufacturer narrative:
Abubakr, abuhuziefa, et al. "Long-term outcome of vagus nerve stimulation therapy in pts with refractory epilepsy." Science direct.